Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on 23-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("heavy translucent vaginal discharge"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), blepharospasm ("left eyelid moving"), vision blurred ("blurred vision"), dizziness ("dizziness"), fatigue ("chronic fatigue"), migraine ("migraines/ headaches"), paraesthesia ("tingling"), dysphonia ("hoarse voice"), rhinorrhoea ("runny nose"), parosmia ("smelling disorders"), hyperaesthesia teeth ("strong tooth sensitivity"), alopecia ("significant hair loss"), skin odour abnormal ("body odor"), limb discomfort ("feeling of heavy legs"), pain in extremity ("recurrent pain in the right leg"), disturbance in attention ("difficulty concentrating"), mood swings ("mood swings"), sleep disorder ("sleep disorders") and amnesia ("memory loss") and was found to have weight increased ("weight gain of 10 kilos") and blood heavy metal abnormal ("blood contaminated with nickel"). The patient was treated with surgery (essure will be removal on (B)(6) ). At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal discharge, eye pruritus, eye irritation, blepharospasm, vision blurred, dizziness, fatigue, migraine, paraesthesia, dysphonia, rhinorrhoea, parosmia, hyperaesthesia teeth, alopecia, weight increased, skin odour abnormal, limb discomfort, pain in extremity, disturbance in attention, mood swings, sleep disorder and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, blepharospasm, blood heavy metal abnormal, disturbance in attention, dizziness, dysphonia, eye irritation, eye pruritus, fatigue, heavy menstrual bleeding, hyperaesthesia teeth, limb discomfort, migraine, mood swings, pain in extremity, paraesthesia, parosmia, pelvic pain, rhinorrhoea, skin odour abnormal, sleep disorder, vaginal discharge, vision blurred and weight increased with essure. The reporter commented: she went to her physician on (B)(6) and her physician decided to remove her uterus, tubes, ovaries and therefore the essure by vaginal route on (B)(6) (year not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 23-aug-2021. The most recent information was received on 27-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods"), vaginal discharge ("heavy translucent vaginal discharge"), eye pruritus ("itchy eyes"), eye irritation ("burning eyes"), blepharospasm ("left eyelid moving"), vision blurred ("blurred vision"), dizziness ("dizziness"), fatigue ("chronic fatigue"), migraine ("migraines/ headaches"), paraesthesia ("tingling"), dysphonia ("hoarse voice"), rhinorrhoea ("runny nose"), parosmia ("smelling disorders"), hyperaesthesia teeth ("strong tooth sensitivity"), alopecia ("significant hair loss"), skin odour abnormal ("body odor"), limb discomfort ("feeling of heavy legs"), pain in extremity ("recurrent pain in the right leg"), disturbance in attention ("difficulty concentrating"), mood swings ("mood swings"), sleep disorder ("sleep disorders") and amnesia ("memory loss") and was found to have weight increased ("weight gain of 10 kilos") and blood heavy metal abnormal ("blood contaminated with nickel"). The patient was treated with surgery (essure will be removal on 13-oct). At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal discharge, eye pruritus, eye irritation, blepharospasm, vision blurred, dizziness, fatigue, migraine, paraesthesia, dysphonia, rhinorrhoea, parosmia, hyperaesthesia teeth, alopecia, weight increased, skin odour abnormal, limb discomfort, pain in extremity, disturbance in attention, mood swings, sleep disorder and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, blepharospasm, blood heavy metal abnormal, disturbance in attention, dizziness, dysphonia, eye irritation, eye pruritus, fatigue, heavy menstrual bleeding, hyperaesthesia teeth, limb discomfort, migraine, mood swings, pain in extremity, paraesthesia, parosmia, pelvic pain, rhinorrhoea, skin odour abnormal, sleep disorder, vaginal discharge, vision blurred and weight increased with essure. The reporter commented: she went to her physician on 19-jul and her physician decided to remove her uterus, tubes, ovaries and therefore the essure by vaginal route on 13-oct (year not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.